Event description:
It was reported that the fowler has a broken weld with an accessible sharp edge just below the equipment hook. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.